Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to wait 20 minutes after the pump came out of storage mode before starting a sensor session. The customer completed a pump reset with technical support's guidance, and after the reset, the cgm error no longer appeared.